Event description:
It was reported that while in the cat lab, the intra-aortic balloon (iab) was inserted through the sheath. 124.25 hours later, the nurse manager found blood within the helium line. The rn immediately notified the md, the line was clamped off and the console was turned off. The iab was removed and the patient remained in critical condition. The md elected not to try another iab. The patient was dnr (do not resuscitate) and he expired several hours later, but "the death was not attributed to the iab incident." The intra-aortic balloon pump (iabp), iap-0500 serial number (B)(4), did not alarm at the time the blood was found and as a result, was taken out of service and sent to biomed. Reference MDR #1219856-2010-00657 for the related intra-aortic balloon pump report.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be asr reportable. The returned device was evaluated and the event was determined not to be a balloon rupture, therefore, it is reportable. Device evaluation: the iab, teflon sheath with sideport, driveline tubing and blue connector were returned. The teflon sheath was on the iab at 44cm from the distal tip. The arterial pressure tubing was connected to the luer. Bends were observed at 5cm and 72cm from the distal tip of the iab. The bladder was fully unwrapped on the iab. Blood was noted on the exterior and interior of the iab. Teflon sheath and inside the sideport. The fiberoptix sensor (fos) connector and cable were attached to the iab. The connector from the driveline tubing was tested in the iabp and was recognized. A vacuum was pulled and did not hold. The iab was submerged in water and pressurized. A leak was observed coming from the distal tip. The distal tip was blocked and the luer end was also blocked and no leaks were observed coming from the bladder of the iab. A 10ml syringe of water was connected to the gas lumen and released. Water was noted coming from the broken central lumen at 72cm from the distal tip and into the bladder. Under magnification, a break was noted in the central lumen. The break in the central lumen occurred at 72cm from the distal tip. A device history record review was conducted for the lot number/serial number. The device passed all manufacturing specifications prior to release. The complaint of "while in the cath lab the iab was inserted through a sheath; 124.25 hours later the nurse manager found blood within the helium line" is confirmed. The central lumen was broken which resulted in blood entering the balloon line. The potential cause of the central lumen break was being bent in a tight radius of the catheter.